Manufacturer narrative:
Button error alarmed after boot up, intermittent button response on the up arrow button and intermittent button response on the act button due to corroded keypad traces noted. Cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error during normal use. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for button error but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.